Event description:
It was reported the recharger was shutting off. The reporter stated that the recharger was shutting off and it also shuts their implantable neurostimulator (ins) off. The reporter further stated ¿it shuts off and then it shuts them off.¿ it was noted the problem started about 3-4 months ago. It was further noted the patient clarified that their stimulation turned off and the recharger screen went blank. The reporter stated that a few months back they received a new antenna for the recharger. The reporter further stated that now the recharger showed they were done charging their ins so they turn the recharger off and then back on and the ins still charged for another half hour or so. It was noted the patient kept doing that until the recharger does not come on and it gets hot. It was further noted the recharger did not show that it got hot. The reporter stated they had their ins tested, but it was fine. The reporter stated they had been to see their healthcare professional (hcp) to have the ins checked. It was noted the patient recharged on (B)(6) and the ins was a third full. It was further noted the recharger battery was full and the recharger seemed to work during troubleshooting. The reporter stated that stimulation was turning off and they had a shocking or jolting sensation. The reporter further stated it surges and was jolting. Additional information received reported the recharger was intermittent. It was noted the anomaly appeared to have occurred through product use. Additional information received reported the patient did not have concerns with their device or therapy. The reporter stated they no longer needed assistance and had concerns. It was noted the patient had an appointment with their hcp on (B)(6) 2014. Analysis of the recharger found the complaint was unverified and the recharger antenna cable was frayed.

Event description:
Additional information received reported that it appeared there were no problems with the device.

Event description:
Additional information received reported that it was unclear if the issue was device related. It was noted that no programming was needed. The impedances and group impedances were tested. It was noted that the patient was receiving effective therapy until the device shut off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's current device turned off on its own. It was noted that the most recent device incident occurred when the "device shut off on its own in a store" a couple of days prior to the report. The patient did not see any messages on the screen or anything of the sort. It was noted that it "made her fall when the device shut off on its own." Additional information received reported that the patient felt the stimulation turn off on its own. It was noted that the patient felt the stimulation go off because it made her legs weak and she fell. The patient got to her patient programmer to turn the implantable neurostimulator (ins) on and she found that the ins was, in fact, off. On (B)(6) 2014, the ins was fully charged when the stimulation turned off. On (B)(6) 2014, the ins was "completely dead" when the stimulation turned off. It was noted that on the day of the report, the ins was showing 25% charged, but the patient fully charged the device on the morning of the report. The patient received a new recharger on (B)(6) 2014. It was noted that the patient typically charged every other day, but was trying to charge every day at the time of the report. It was noted that the ins was depleted to 75% and sometimes 25% when they charged. It was noted that the ins was depleted more depending on what they did during the day and she did not change the amplitude setting at all. It was further noted that the patient's ins was getting warm to the touch. It was noted that the patient was just sitting there and felt the device get warm under the skin. It was noted that this occurred randomly and not just when recharging. The patient had not seen the thermometer icon on the recharger. It was noted that this began about 6-12 months prior to the report. It was noted that the patient never turned the device off because then she was unstable with walking. It was noted that the patient left the ins on all the time. Additional information received reported that the patient's stimulation was turning off. It was noted that this first occurred about a year prior to the report, where the stimulation kept turning itself off.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had a lot of on and off events. The off time was short, between 0 and 10 minutes, and then the stimulation appeared to be turned back on. The patient was charging daily, starting at 50-75% and usually charging to full, around 4.0, during the last 6 sessions. A recharge calculation was performed and determined that "2.7 days beginning of life (bol) and 2.2 end of life (eol)." The patient had 4 programs running. There were no overdischarges or parity power on resets (pors) and the impedances looked to be in the normal range. It was noted that on (B)(6) 2014, stimulation was lost due to low charge level, but this was the only time this occurred. The patient reported that the implantable neurostimulator (ins) was completely dead on (B)(6) 2014, but she was using the stimulation the entire time between (B)(6) 2014. The stimulation was off on (B)(6) 2014 at 10pm. On (B)(6) 2014, the patient indicated that the stimulation turned off with the ins fully charged, but the parameter trend reflected that the stimulation was on (B)(6) 2014 until 7am when the stimulation turned off. On (B)(6) 2014, the patient "must have turned the stimulation off using the recharger during a recharge session because the charge level wasn't low enough to cause the stimulation to shut off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was turning off on its own. It was noted that this occurred a few days prior to the report in a store. It was noted that the patient saw no messages on the screen. It was noted that it "made her fall when the device shut off on its own."